Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and head/brain injury. It was reported that the device was not working after the refill was done. It was reported the patient was having an MRI (magnetic resonance imaging procedure) and there was a problem with the patient's device or therapy. The patient had not gotten relief from the pump in almost two years. The healthcare provider (hcp) wanted to check if the device was kinked or if it was still delivering drug. The patient had been increasing the drug concentration for almost two years and were even given boluses and still got no relief. It was reported the patient had a "critical issue" with the device as they were not getting relief. The patient had experienced pain and was spastic. The consumer was redirected to follow-up with the hcp. Physician listings were provided. No further complications were reported or anticipated.